Event description:
During a laparoscopic bilateral salpingo-oophorectomy procedure, on third firing, cartridge shot out of device. The cartridge was retrieved from the patient's abdomen. The procedure was completed with the same device and a different reload. There was no patient consequence.